Event description:
It was reported that (2) devices were used during a colectomy. It was reported by the affiliate that the surgeon was using the tlc75 instrument. He fired the device once with no problems, but when he attempted to use it a second time after it was reloaded, the blade would not advance. The nurse opened another instrument to complete the case. There was no consequence to the pt.